Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture had been found broken in the newly dispensed suture when preparing for surgery .changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. Please provide lot number unk additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-. Please clarify the quantity of each suture code and the issue: how many vcp433h / vicryl plus broke pre-op? How many vcp433h / vicryl plus broke intra-op? How many w8003t/ prolene broke pre-op? How many w8003t/ prolene broke intra-op? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/29/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. Additional information was requested, the following was obtained: how many vcp433h / vicryl plus broke pre-op? --4,but only 3 devices could be returned for analysis. How many vcp433h / vicryl plus broke intra-op? --0 how many w8003t/ prolene broke pre-op? --2 how many w8003t/ prolene broke intra-op? --0.